Event description:
Caller reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, earlier on the day of the report. Despite these alarms, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. However, technical support was unable to finish troubleshooting due to a disconnected call but determined that no further assistance was necessary after follow-up attempts, and the case was closed.